Event description:
It was reported that the patient presented to the clinic with a high superior vena cava (svc) lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx defibrillator (B)(6) 2005. (B)(4).